Event description:
It was reported that the patient was admitted (B)(6) 2021 for driveline infection with resection of granuloma. On (B)(6)2021 ECG and colonoscopy for anemia, with a finding of diverticulosis and a sessile lesion of the right colon. On (B)(6) 2021 endoscopic mucosectomy of the sessile lesion of the proximal transverse colon, awaiting histological report. Antibiotic therapy was introduced after the procedure with teicoplanin and ceftriaxone, discontinued on (B)(6) 2021 in favor of cefalexin and doxycycline. As per the cardiac surgery assessment, proceed with current antibiotic therapy. The patient was discharged on (B)(6) 2021. Check-up on (B)(6) 2021 with an increase in diuretic therapy due to sub-optimal compensation. Finding of anemia in the most recent blood tests from (B)(6) 2021 (hemoglobin 6.9 ht 21.8%, platelet count 99, (B)(6) normalized ratio 2.40, creatinine 1.74 (previously 2.05), iron 17, transferrin saturation 6%, ferritin 46). No melena.

Manufacturer narrative:
Reporter name: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additional information revealed that the hospital preferred not to communicate further information due to internal policy. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and experienced anemia again on (B)(6) 2021 (MFR#2916596-2021-07619). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 26nov2020. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events such as infection (local, driveline, and pump pocket), and bleeding that may be associated with the use of the heartmate 3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, several sections of the IFU and patient handbook provide information regarding how to care for the driveline. These documents instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.